Event description:
The customer reported the evis exera iii video system center is unable to detect the 180, 160, and 165 scopes. In addition, the maj-1430 was exchanged; however, the issue persisted. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
A cost estimate was sent to the customer to replace the patient board set. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the subject device was manufactured before the circuit design of the operational amplifier of the patient circuit (dr) board was changed. It was surmised that there was no image output, and endoscope connection was unavailable because the operational amplifier malfunctioned. As to the phenomenon "endoscope image is not displayed when the subject device is used with 180 scope," it has been confirmed that the design of the dr board was changed on april 16, 2018. Olympus will continue to monitor field performance for this device.